Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was having a pocket revision today. There were no device issues reported, rather the device was rubbing against the patient¿s rib and the physician was moving the device down. A device longevity calculation was performed as follows: 2a 2c 420 pw/50hz/1v, on 24/7, eri (elective replacement indicator) 6.32 years and eos (end of service)=6.57 years. The device battery read 2.985 v today. Additional information received reported that the patient was doing much better and had no complaints regarding the device placement.